Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report migration, intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and noted slight prolapse and slight heart rotation. The clip was deployed and remained on the leaflets; however, the clip seemed to be rocking a bit and did not seem stable. Therefore, another nt cds was implanted in order to stabilize the first clip, it was not necessarily planned for the procedure. Mr was reduced to 1. There was no evidence of leaflet injury or chordal rupture as confirmed by echo. There were no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported migration (partial clip movement) could not be determined. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.